Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press, strip insertion, or data cable. As a result, the customer was unable to monitor glucose and experienced symptom of sweating, and received treatment of sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button press, strip insertion, or data cable. As a result, the customer was unable to monitor glucose and experienced symptom of sweating, and received treatment of sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.